Event description:
The customer stated that the drain broke off near the hub and 1 piece remained inside the patient. The patient had to go back to surgery to have it removed.

Manufacturer narrative:
Unfortunately, the customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. The device history record for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included incoming and in-process inspection, non-conforming reports and manufacturing records. The minimum tensile strength specification for the tubing is 750 psi. DHR of these tubing demonstrated tensile strength results of a minimum of 1040 psi in testing performed. The minimum pull test specification for this drain is 8.0 lb. DHR demonstrated pull test results of a minimum of 18.2 lb (drain/tubing junction area) and 17.3 lb (perforated area) in quality testing performed. Inspection records for the raw materials used to extrude the tubing and mold the flat section were reviewed and coa indicates that all test results are within specification limits, including tensile and tear tests. This is the first complaint received on this catalog in the last 12 months. The lots number reported were manufactured on nov. 12, 2008. This is the first complaint received on this catalog in the last 12 months. Root cause for the reported concern cannot be identified with the amount of information available. As preventive actions, the customer will be provided with a copy of instructions for use. According to the instructions for use (IFU). Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s).